Manufacturer narrative:
The reported events were helix mechanism issue and operation issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that during an implant procedure, the lead used was noted to have a spontaneous release of the lead helix, resulting in an operational issue during the implant. The lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.